Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced failed battery test and audio anomaly. The customer¿s blood glucose value was unknown. The customer states that the insulin pump had unusual noise during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind/noise anomalies noted. No excessive no delivery/occlusion alarm. No unexpected failed battery alarm anomalies noted. (B)(4).